Event description:
It was reported that there was oversensing of the diaphragm which caused inhibition of pacing. The physician placed a new pace/sense lead on the septum. No patient complications have been reported as a result of this event.